Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The oxygen inlet connector fitting was tightened to resolve the issue. A: no report of patient involvement. Legal manufacturer: gehc trout - 3114 n grandview blvd. USA waukesha, wi 53188.

Event description:
It was reported that there was a malfunction resulting in loss of oxygen therapy. There was no patient involvement.